Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the outcome of this peritonitis event was not reported. No additional information is available. This is report 1 of 3 involved in this peritonitis event.